Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific (B) (4) received info that the pt with this recently implanted right atrial lead experienced cardiac tamponade. A pericardial window was placed due to suspected perforation. It was noted that an echocardiogram was unremarkable with no sign of a major perforation. The pt underwent a surgical procedure to evacuate blood from the pericardial sack. The pt was noted to be doing fine post-operatively. It was noted the pt had exhibited classic symptoms of cardiac tamponade; shortness of breath and chest pain. It was suspected to be a micro-perforation. All available info indicates that the lead remains in service. If additional info becomes available, the event will be updated.